Manufacturer narrative:
One small plastic specimen cup was returned containing an unknown fluid. Visual inspection found a small brownish colored particle floating in the fluid. The particle was removed and placed in a petri-dish. The particle is less than 1 mm x 1 mm in size. This particle was sent to the lab for analysis. The lab report states "conclusion: these analyses indicate that the brownish colored particle in petri-dish consists of calcium carbonate, chloride, and oxides of titanium and iron."

Manufacturer narrative:
A serial number was not provided; therefore the device history records could not be reviewed.

Event description:
During the procedure a piece of brown particulate was expelled into the patient's eye from the handpiece. The doctor removed the foreign matter with a pair of forceps. The procedure continued with no issue to the patient.